Event description:
The event report for this file was received from the brazilian health authority reporting with a description of company cartridge apparently flattened and cannot be used (intraocular lens does not fit).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. If the tip is inadvertently pressed against a hard surface or pressure is inadvertently applied to the tip surface, the tip could be damaged. All company cartridges are 100 percentage inspected for cosmetic attributes and tip damage would not have met company release criteria. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. The obvious nature of the damage and the extreme pressure needed to create it makes it unlikely that product would have left the company facility in this condition. No further information can be obtained for this event. The manufacturer internal reference number is: (B)(4).